Manufacturer narrative:
Patient weight, ethnicity and race: unk. Explant date: unk. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.50/+2.0/085 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2022. The patient experienced a refractive surprise and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was rotated (repositioned) on (B)(6) 2023. The patient is doing well and va is 20/20. Claim # (B)(4).